Event description:
There was an allegation of a questionable low bilt3 bilirubin total gen.3 result from the cobas 4000 c311 stand alone system. The initial result was 15.877 mg/dl. The repeat results were 8.567 mg/dl and 17.204 mg/dl.

Manufacturer narrative:
The reagent lot number was 785388. The expiration date was not provided. General reagent issues were excluded as the result believed to be correct was obtained using the same reagent. The field service engineer found an issue with a printed circuit board (pcb) and replaced it. He confirmed the test and analyzer were performing within specifications. The investigation determined the service actions resolved the issue.